Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during prep of a 2.5 x 38 mm xience xpedition stent delivery system, when removing the protective sheath, the stent implant dislodged. There was no resistance removing the protective sheath. The device was not used. Another xience xpedition stent delivery system was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.